Manufacturer narrative:
The astp2 reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The alarm trace showed an abnormal aspiration (sample probe) alarm on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with aspartate aminotransferase (astp2) assay on a cobas c503 analyzer. Initial result: 112 u/l. Repeat result: 20.5 u/l. The customer questioned the initial result. No questionable result was reported outside the laboratory and the sample was then repeated. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A reagent issue could be excluded. The field service engineer decontaminated the analyzer flow path. The analyzer was confirmed to be running back within specifications. The issue was locally solved. The cause of the event could not be determined.